Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined.

Event description:
It was reported that the patient reported that his extension tubing was leaking at filter site yesterday. The patient saw fluid leaking from the filter area. No patient injury reported.